Manufacturer narrative:
(B)(4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving an inaccurately high reading on his precision xtra blood glucose meter. In blood glucose tests, customer received a reading of 100 mg/dl compared to a laboratory result of 50 mg/dl obtained within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.